Manufacturer narrative:
Zimmer biomet complaint (B)(4). Occupation: patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent surgery for pectus excavatum repair approximately three months ago and during the surgery her sternum was fractured. Attempts have been made and no further information has been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: medical product - zimmer biomet custom titanium pectus bar catalog#: pt-4744 lot #:086500. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00114.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: b4; b5; d2; g3; g6; h1; h2; h10.

Event description:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.